Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a fistulogram procedure, the balloon catheter would not track over the guide wire. During the procedure, a 4.0x40mm charger balloon and the 4.0x40mm mustang balloon catheter would not advance over a non bsc j-tip guide wire. The procedure was completed with an unspecified balloon catheter. There were no patient complications reported and the patient's status is ok. However, device analysis revealed foreign material in the device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Examination of the returned device observed the balloon material was fully deflated and correctly wrapped. While inserting guide wire through the device, no issue was identified until it reached the bifurcation, where some resistance was noted. The guide wire passed the bifurcation using increased force and a very small piece of foreign material was noted on the end of it. The material resembled dried contrast media with some fibers entangled in it. Due to the size and nature of the material, it was not possible to perform testing to identify what the fibers were. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).